Manufacturer narrative:
Device received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a scratch is on the lcd screen. The customer¿s blood glucose level 150mg/dl at the time of the incident. Customer also stated that they cannot read the display. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.